Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl to 700 mg/dl. The customer provide details on symptoms related to the high blood glucose level episodes such as vomiting. The customer admitted to the emergency room. Customer was treated with intravenous insulin and saline in intensive care unit. Customer also reported that insulin pump had not turning on. Customer stated that the serial number worn off the back of insulin pump. Customer troubleshooting was performed. The insulin pump will not be returned for analysis.